Manufacturer narrative:
The information provided that the event date with the initial report was incorrect. The correct information has been included with this report. The information that provided with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Event description:
The customer did not allege that the insulin pump was under delivering.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's father reported that customer experiencing high blood glucose level 600 mg/dl and hospitalized on (B)(6) 2020 for overnight. Customer was experiencing vomiting and fever. Customer treated with insulin drip. Customer alleged that insulin pump was under delivering. Insulin pump was on auto mode. Customer declined to troubleshooting for insulin pump. Insulin pump will be returned for analysis.